Manufacturer narrative:
Investigation summary: no product or photo was returned by the customer. It was reported by the customer that the product would not flush properly and was getting clogged. The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review for model me5301 lot number 22109256 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that 3 of the bd standardbore IV extension set were clogged. The following information was provided by the initial reporter: the department that raised the concern stated they tried about 3 each with the same lot number. Each one would not flush properly and was getting clogged.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 3 of the bd standardbore IV extension set were clogged. The following information was provided by the initial reporter: the department that raised the concern stated they tried about 3 each with the same lot number. Each one would not flush properly and was getting clogged.